Event description:
Patient was turned for a clean-up. Centrimag began revealed no flow but dashes. Perfusion and ECMO [extracorporeal membrane oxygenation] coordinators were called. Perfusion switched centrimag probes. Air or blood mixed with air was to be found in the venous line and accumulating in the oxygenator. Venous line was not clamped due to perfusion saying that it was vv [veno-venous] ECMO and that there was not a large amount of air going to the patient. Ultimately found that patients ECMO cannula was cracked and causing air to be sucked into the circuit. ECMO coordinator decreased flows to decrease the amount of air being sucked in. Perfusion removed the air from the oxygenator; dressing was removed from the ECMO cannulation site and found that maybe it was a ECMO cannula issue. Bubbles were forming by the ECMO cannula metal reinforcement. Vaseline gauze placed along with bone wax to cannula site. Mcs [mechanical circulatory support] surgeon was notified about the air entrainment and was told to bring head down and to decrease rpm's [revolutions per minute]. Shortly cts on call notified of the air entrainment. At [redacted time] patient was decannulated at bedside by cts.